Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate (cca) and the answers to the follow-up questions obtained on march 2, 2009. The patient tests her blood glucose 10-12 times per day and uses an insulin pump to control her diabetes. The patient's carbohydrate to insulin ration is 7g cho to 1 unit of insulin and insulin sensitivity is "70 mg/dl for every one unit of insulin." On the afternoon of twelve days prior to original date, the patient obtained a blood glucose reading of "180 mg/dl" on the subject meter. Reportedly, the patient did not take any insulin or eat anything at the time of concern. The patient indicated that she ate as usual and did not participate in any strenuous exercise. The patient allegedly went unconscious within 5 minutes of obtaining the alleged elevated reading. The patient did not have any warning symptoms before she reportedly went unconscious as she suffers from hypoglycemic unawareness. The patient regained conscious after she received a glucagon injection. The patient feels that had she obtained a reading of 70 mg/dl or below on the subject meter at the time of concern, she would have eaten something and may have prevented her altered state of conscious. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were not confirmed in the meter's memory. This complaint is being reported because the patient claimed that she had symptoms related to hypoglycemia and received a glucagon injection after she obtained an elevated reading of the subject meter that did not alert her to take any action in regards to diabetes treatment. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.